Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the curved bipolar dissector instrument was found to have the coating stripped. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the plastic part at the tip was found broken. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm. Arcing/thermal damage was not observed. There was no broken/loose cable. Photographic image of the device(s) was available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of yaw pulley thermal damage to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the yaw pulley. The instruments conductor wire was not found to be damaged. The instrument passed an electrical continuity test.